Event description:
It was reported the patient still had concerns regarding their device or therapy but was working with their healthcare provider and manufacturer's representative on (B)(6) 2011. An implantable neurostimulator (ins) overdischarge was suspected and the last time stimulation was felt was 2 to 6 months ago. The last successful recharge was 2 to 6 months ago as well. Seven physician model recharges (pmr) were performed and the device was still not out of an overdischarge. It was recommended to perform an x-ray to determine if the ins had flipped. Later it was determined that the power on reset was cleared. The device was replaced and the patient was doing fine. The device was not flipped.

Manufacturer narrative:
Lead model 3777, lot # j0546830v, implanted: (B)(6) 2005, explanted: unk, patient programmer model 37742, (B)(4), implanted: na, explanted: na, recharger model 37752, (B)(4), implanted: na explanted: na.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicated that the cause of the event was normal battery depletion. There was no hospitalization or serious injury to the patient. If additional information becomes available, a follow-up report will be sent.